Manufacturer narrative:
Patient weight is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Functional testing of the returned complaint device was performed. The balloon was inflated to 20 psi, and the length and outer diameter were measured. The length measured 10.2 cm (within specification) and the outer diameter measured 32.5mm. The outer diameter measurement was above the 30mm balloon specification (30-31mm) and below the 35mm balloon specification (35-36mm). It was confirmed that the device was re-sterilized in plasma after the procedure. As the reported defect occurred prior to this re-sterilization, this would have not contributed to the reported event however the affect of plasma re-sterilization on this device has not been tested and is unknown. Therefore, the current condition of the device does not reflect the condition of the device when the defect was noted. Based on this information, the complaint that the balloon only inflated to 30mm, not 35mm, could not be confirmed. Visual evaluation of the returned complaint device revealed the tip to be damaged, however it was confirmed by the account this damage occurred during re-sterilization of the device after the procedure. No other visible issues were noted. A review of the device history record (DHR) was performed for the specified lot and results showed no issues with the product prior to it leaving the manufacturer. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a rigiflex ii achalasia balloon dilator was used during an achalasia dilatation procedure performed on a (B)(6) old male patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, the achalasia stricture was "narrow". During the procedure, the physician noted under visualization that the diameter of the balloon was 30mm, not 35mm as indicated on the labeling of the device; therefore, this device could not be used to complete the procedure. After the procedure, the physician measured the complaint balloon outside the patient and again determined the diameter to be 30mm. The account confirmed no visible issues or damage were noted to the device, and no functional issues were experienced during inflation. In addition, no damage was noted to the packaging of the device. The procedure was completed with another device (cook, 40mm). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a rigiflex ii achalasia balloon dilator was used during an achalasia dilatation procedure performed on a (B)(6) old male patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, the achalasia stricture was "narrow". During the procedure, the physician noted under visualization that the diameter of the balloon was 30mm, not 35mm as indicated on the labeling of the device; therefore, this device could not be used to complete the procedure. After the procedure, the physician measured the complaint balloon outside the patient and again determined the diameter to be 30mm. The account confirmed no visible issues or damage were noted to the device, and no functional issues were experienced during inflation. In addition, no damage was noted to the packaging of the device. The procedure was completed with another device (cook, 40mm). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.